Event description:
IV was being sarted and had a good flashback. When nurse tried to remove the needle from the catheter, she could not. Wje she removed the wholedevice, the tip of the catheter was crimped together. There was no pt consequence except for repeat venipuncture.